Event description:
Needlestick injury [needle stick/puncture] case description: a nurse reported that nurse and nurse's staff have experienced needle stick injuries. The difficulty arises when replacing the protective cover after insulin administration. The nurse reported that the needle protrudes through the sheath. This has happened on a number of occasions resulting in needle stick injuries to both the nurse nurse's staff and patients. The nurse stated that it seems like the plastic covering is too thin or too soft. Comment: based on follow-up information recieved in april 2002 this case has been reclassified from non-serious to serious.

Event description:
Follow-up info received on 5/13/2002. Since the last submission of this case the following info has been updated: